Manufacturer narrative:
If implanted; give date: n/a as the lens was inserted and removed. If explanted; give date: n/a as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the cartridge destroyed the lens. Additional information was received and it was learnt that the lens had to be cut out of the patient's eye. It was also clarified that the cartridge caused damages to the lens such as cracked lens, haptic damage, scratched lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/09/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site cut in two parts. One lens haptic was observed detached. The detached haptic piece was not returned. Visual inspection at 10x microscope magnification showed residue of what appeared to be viscoelastic ovd (ophthalmic viscosurgical device) on the iol, indicating the device was prepared for surgical use. Also, the condition of the lens (cut in half) was consistent with a unit that was cut as part of the removal procedure. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.